Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was functioning correctly. It was reported the patient was having difficulty remaining still and maintaining an excellent charge level. It was reported issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). 1 1/2 weeks ago, the patient's implantable neurostimulator was only charging to 70%- 80%. Patient had her recharger replaced in the past. No symptoms were reported.  No further complications were reported/anticipated. Indication for use is spinal pain.